Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-year-old male patient, the associated device was unable to defibrillate effectively. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the returned electrode pads and the customer's report was not replicated or confirmed. The electrode pads was put through extensive testing including ECG signal testing, analyze testing, and discharge energy testing using a test device with the simulator without duplicating the report. The electrodes were visually inspected with passing results. The electrode pads were scrapped. No trend is associated with reports of this type.